Event description:
It was reported that a patient underwent a procedure on (B)(6) 2026 and absorbable hemostat was used. The patient underwent routine examinations and preoperative preparations upon admission and underwent surgery. The doctor used the product during the surgery, and the surgery went smoothly. After the surgery, infection prevention and symptomatic supportive treatment were given, and the wound dressing was changed regularly. Postoperative pathological examination suggests osteochondroma in the right humerus. On the 6th day after surgery, when the patient changed dressing, there was exudate from the wound and bacterial culture showed (secretion) of staphylococcus aureus. After repeated wound dressing changes, bacterial culture showed staphylococcus aureus, and conservative treatment did not relieve the symptoms. On the 23rd day after surgery, the patient underwent a surgical procedure under general anesthesia called "excision debridement of skin and soft tissue wounds, infections, or burns in the right upper arm with vancomycin loading and bone cement filling in the bone gap vsd surgery". The doctor removed the implant during the surgery, and no obvious osteogenic reaction was observed in the bone defect area. After surgery, vancomycin anti-infection treatment was given, and the wound dressing was repeatedly changed. The patient's wound healing was good and inflammatory indicators returned to normal. The patient's vital signs are stable and their body temperature is normal. The patient was discharged on the 44th day after surgery. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. Please describe the patient manifestations of the reported infection (location, severity, appearance). 6. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? 7. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? 8. How much and what type of drainage is present in this wound? (If applicable) 9. Were any pre-op cleansing procedures changed recently? If yes, please describe 10. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 11. Where was the surgicel used (on what tissue)? 12. How much surgicel was used during the procedure? 13. Was the surgicel product left in place? Was the excess removed? 14. Were cultures or sensitivities performed? If yes, what were the results? 15. What is physician¿s opinion as to the cause of this event? 16. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative event? 17. What is the patient¿s current status? 18. What is the users experience w/ surgicel and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).additional information: h 6. Type of investigation.the following information was requested, but unavailable:received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure?2. What were the diagnosis and indication for the index surgical procedure?3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates.4. Was there any intraoperative concurrent use of other products?5. Please describe the patient manifestations of the reported infection (location, severity, appearance).6. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure?7. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation?8. How much and what type of drainage is present in this wound? (If applicable)9. Were any pre-op cleansing procedures changed recently? If yes, please describe.10. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically?11. Where was the surgicel used (on what tissue)?12. How much surgicel was used during the procedure?13. Was the surgicel product left in place? Was the excess removed?14. Were cultures or sensitivities performed? If yes, what were the results?15. What is physician¿s opinion as to the cause of this event?16. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative event?17. What is the patient¿s current status?18. What is the users experience w/ surgicel and other hemostatic agents?a manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.